Event description:
Customer states that the lancet does not retract back into the lancet device. Customer reports that the lancet tore her finger. No medical attention rec'd. Requested return of suspect device and replacement was sent.